Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient has had difficulty charging the ins ever since it shifted in the pocket the 1st time (1st time see related pe). The patient noted that the second time the ins shifted they felt it ripping down and it was very painful, and that now it sits at a weird angle. It was stated that it takes the patient a very long time to recharge the ins and they have to wear the recharging belt very tight. Follow-up was conducted to obtain more information regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that to resolve their ins shifting and the difficulty charging, they had been wearing the recharger belt very tight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.